Manufacturer narrative:
As per customer she has experienced several issues with infusion sets along with bent cannulas. A review of the patient's history has been performed and no previous incidents have been reported. No product has been returned for evaluation. Should new information become available a follow MDR will be submitted.

Event description:
Received information stating patient hospitalized due to high bgs (600). As per customer no patient injury.